Event description:
It was reported during a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, there was a "large over resection" on the anterior chamfer on the lateral side. Multiple attempts were made for additional information, but no additional information was provided. Therefore, the exact amount of over-resection is unknown. It was reported that the device was being used with a robotic assisted base station. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2023. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and there were no defects found with the system and software. A review of the device log files was performed for this event. The investigation of the log files determined that the anterior chamfer cut was within the expected performance of the system. The pointer array tool was only utilized on the anterior chamfer cut, so other resections surfaces could not be verified. Therefore, the reported condition could not be confirmed. A root cause for this event could not be established as the investigation found no issues or defects, and the system was operating properly and accurately therefore, the most probable cause cannot be established.